Manufacturer narrative:
B3: date of event: used the first day of the aware date month as the event date as it was not provided. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the balloon burst. The patient presented with coronary artery disease and was undergoing percutaneous coronary intervention. A 3.50 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, while introducing the device through the unknown guide catheter, it was observed that the balloon of the stent was damaged and broken, and blood had started to enter the system. The balloon was immediately removed without inflation and no device fragments left inside the patient's body. An alternate device was then used to complete the procedure. There were no patient complications and the patient fully recovered.